Manufacturer narrative:
Event description: it was reported that a cook® single-use holmium laser fiber separated during a lithotripsy. The tip of the fiber separated inside the patient and was retrieved using an extraction basket. Another laser fiber of the same type was used to complete the procedure with no further complications. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of manufacturing instructions, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) precautions several different factors affect the life of any fiber, including: improper handling, poor laser beam alignment or focus, continuous lasing with the fiber tip in contact with tissue, never subject fiber optics to sharp bends in handling, use, or storage. Extended lasing at high power, discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Based on available information investigation the cause of the event cannot be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation- operating room manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook® single-use holmium laser fiber separated during a lithotripsy. The tip of the fiber separated inside the patient and was retrieved using an extraction basket. Another laser fiber of the same type was used to complete the procedure with no further complications. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.